Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness due to unstable thresholds and loss of capture on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.